Manufacturer narrative:
Device discarded. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. It was learned that the subject device has been discarded, and will not be returned for evaluation. There has been no information to suggest a device malfunction. The investigation reveals nothing to indicate a quality deficiency during manufacturing; therefore, no further action is warranted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the annuloplasty ring was explanted after an implant duration of approximately 13 months due to mitral regurgitation. The ring was replaced by an edwards bioprosthesis. Operative report indicates, "tee revealed severe mitral regurgitation. Cardiac catheterization demonstrated occlusion of the saphenous vein graft at the posterior descending artery again...she has also been admitted for congestive heart failure felt related to this severe mitral regurgitation and returns now for redo sternotomy and mitral valve replacement...the mitral repair was then viewed. The ring appeared to be well endothelialized and normal in appearance. However, the anterior leaflet was quite tethered. Then, the decision was made to replace the mitral valve. The ring was then removed in its entirety and portions of the anterior leaflet were then removed as the chordae were quite tethered." Through follow-up, the surgeon indicated that the reason for explant is not related to a device malfunction.